Manufacturer narrative:
Inspection of an opened and used sensor found needle broken inside of the snesor base.

Event description:
Customer reported that she had problems with the sensor cannula and needle. Customer stated that was trying to remove the sensor and it was hard to take off. Customer stated that she twisted the inserter and a fracture occurred. Customer stated that the needle was still in the skin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.